Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary diagnostic procedure was performed when the issue happened. The procedure was completed as planned as it can proceed without the need for image storage. Philips remote service engineer (rse) checked the system that the flex vision monitor was black. After reviewing the log, it is identified an issue related to the ippc. During the onsite troubleshooting process, the field service engineer (fse) verified that the monitor did not show any image and that the philips logo was absent during the boot sequence and the flex vision pc broken. To resolve the problem, fse replaced the flex vision monitor. After replacing flex vision monitor, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor was unable to display, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.